Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, the right ventricular (rv) lead was noted to be dislodged. X-ray confirmed the rv lead had pulled out of position and had fallen in the cardiac chamber. When the pocket was opened, it was observed that the suture sleeve was not fixed. The rv lead was repositioned and the suture sleeve was fixed. No additional adverse patient effects were reported.